Event description:
It was reported that balloon detachment occurred. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, after unpacking, the balloon detached from the shaft. The procedure was completed using alternate device. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination of the hypotube identified no issues. A break in the shaft polymer extrusion was identified just proximal to the port exchange. A detailed microscopic examination of the balloon material identified no issues. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The distal tip showed no signs of damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other issues were identified during the product analysis.

Event description:
It was reported that balloon detachment occurred. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, after unpacking, the balloon detached from the shaft. The procedure was completed using alternate device. There were no patient complications.